Event description:
Patient #1 an IV antibiotic was hung on the new baxter pump. The IV was hooked up to the patient PICC (peripherally inserted central catheter) line. The baxter pump said it was infusing the medication, the medication was to be infused over 2 hours. The pump alarmed two hours later. When the rn went into flush the line and disconnect the patient the rn noticed the medication had never been infused. The IV bag was completely full and the IV was beeping infusion complete. The rn then checked the connections and to see if the PICC was clamped which it was not. Another pump was obtained, and the medication was restarted. The medication timing had to be changed in the mar (medication administration record). Patient #2 the rn was alerted that the antibiotic was completed. She noted that this had infused too quickly as it was a three-hour run time. Upon reviewing the settings, the IV baxter pump was setup correctly to run over three hours. The pump actually ran the medication completely through in under an hour. This was brought to the apsm/psm attention. The faulty pump was taken out and clinical engineering was called. This pump is currently stored in the 5-3 manager office to ensure it does not go back to the floor. There was no harm to the patient. Patient #3 previous shift spiked glass bottle fentanyl without opening the vent on the fentanyl. Patient was displaying s/s of inadequate sedation, versed and fentanyl were titrated up and propofol was added. Lines were checked for kinks and occlusions, none were found. After a few hours the pump rang "infusion complete". Upon inspection of the fentanyl bottle, it was practically full, and the cylinder (where drops drip) was collapsed (like the air was sucked out of it). Less than prescribed fentanyl had been delivered to the patient. There were no upstream occlusion alarms, or other alarms to indicate a problem.